Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-aug-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the national time protocol server was failed due to daylight saving was checked. A technical support specialist performed to uncheck the daylight saving to resolve the issue. The health information technology updated the new national time protocol server. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had a time of pyxis shows 6:39 when it is actually 5:39. The customer reported that nurses not to be able to remove the medication from the pyxis. There were no adverse events or injuries reported based on this event.